Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1715 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redy1715) have been reported from the same facility in (B)(6).

Event description:
It was reported that the client had 3 internal reports of s. Aureus bacteria after introduction of PICC line. No other information was provided. This report addresses the third report of infection.